Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The pressure transducer test also failed. The service engineer concluded that the pressure transducer printed circuit boards (pcb) were the cause and replaced them, which solved the problem. No device logs were received and defective parts could not be returned for investigation. No further issues have been reported. A defective pressure transducer may lead to high pressure. Alarms will be generated. The conclusion is that the pressure transducer pcbs were defective and replaced. As no faulty part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).